Event description:
Patient reports she started gattex yesterday; both she and her husband could not remove cap off syringe used to inject they had to use another syringe. They were able to administer dose. No issue with medication or diluent syringe cap yesterday. Today, she said they had difficulty getting caps off both needles (one administration needle cap yesterday and difficulty today w/ both diluent cap and administration needle cap.), but did get them off. No additional information provided.

Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Event description:
Patient reports she started gattex yesterday; both she and her husband could not remove cap off syringe used to inject they had to use another syringe. They were able to administer dose. No issue with medication or diluent syringe cap yesterday. Today, she said they had difficulty getting caps off both needles (one administration needle cap yesterday and difficulty today w/ both diluent cap and administration needle cap.), but did get them off. No additional information provided.

Manufacturer narrative:
No samples were received for examination, preventing the determination of the incident's root cause. A device history record review revealed no quality issues or rejected inspections in the production lot related to the reported defect. Both batches were inspected, accepted based on meeting the inspection control plan, and subsequently approved for shipment. Based on the investigation results, an exact cause for this incident could not be identified. No trend identified.